Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. In the IFU in the dosage and administration section is well reported that: solution must be mixed prior to use. In addition, the figures reported in the IFU show clearly how to mix the two compartments and it states that the administration should only be under the direction of a physician competent in intensive care treatment including crrt. Additionally, there are aids for mixing such as large font and bolded instructions at the top of the label to squeeze the bag and the product bag physically has 2 compartments. Subsequently, the labeling of the bag is clear and the instructions of how to mix the bag are described in the IFU, the cause of the condition was due to a user error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced hyperkalemia and hypercalcemia with an unspecified prismasate set during continuous veno-venous hemodialysis (cwhd). In the pediatric intensive care unit, the patient was to receive prismasate solution. The solution comes in a bag with two compartments. Per the instructions for use ¿immediately before use, remove the overwrap from the bag and mix the solutions in the two different compartments. Hold the small compartment with both hands and squeeze it until an opening is created in the peel seal.¿ on both occasions, the solution was not mixed, and the patient received incomplete dialysate solution causing the patient to decompensate. The patient had to undergo ¿multiple interventions¿ (not further specified). The nurse on both occasions obtained a second verification from another nurse and both nurses failed to notice the error. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.